Manufacturer narrative:
(B)(4). A visual evaluation of the returned device found that the stent was deformed at the proximal tip. The push catheter was bent in several locations and was cut open by the pull wire near the handle. The pull wire was bent in several locations and the pull wire hub was detached and missing. The guide catheter was bent in several locations. A functional evaluation was not performed due to the condition of the delivery system. The investigation concluded that tortuous conditions due to patient anatomy or customer use/manipulation/maneuvering can cause the device to bend/coil leading to kinks and bends in catheters. With the catheters bound by kinks and bends, the stent could not be to deployed. Forceful attempts to deploy the stent could cause tearing of the push catheter and detachment of pull wire hub. Therefore the most probable root cause is ¿operational context.¿ a review of the device history record (DHR) confirms that the accepted device met all manufacturing specifications. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that an advanix preloaded biliary stent was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed in the intra and extra hepatic bile duct on (B)(6), 2015. According to the complainant, during the procedure, the stent could not be released. The procedure was completed with another advanix preloaded biliary stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "stable". Investigation results revealed the stent was deformed, therefore this event has been deemed an MDR reportable event.